Manufacturer narrative:
Other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis hpca pumps 2110 .the complaint of over infusion was not duplicated while delivering accuracy testing. The device was found to be with in the guidelines of +/-6%. For preventative measures, the explusor assembly was replaced to more accuracy. Evidence was not revealed in the event log and the overall condition of device was in good shape. Device went on and passed all functional testing.

Event description:
Investigation completed and in h 10.

Event description:
It was reported that the device was over-infusing during bench testing. No patient involvement reported.